Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to device handling mistakes done by the customer or due to wear/damage caused by an increase in time and use. The event can be prevented by following the instructions for use (IFU) which state: [warnings and cautions] ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation revealed several issues: a scratch on the upward/downward angulation control knob, discoloration on the air/water-cylinder and suction-cylinder, damage to the acoustic lens, wear on the adhesive around the objective lens, universal cord has a peeling coating. Furthermore, the ultrasonic probe damage resulted in an exceeding number of missing elements beyond the standard value. Additionally, the damaged acoustic lens led to a defective ultrasound image, and wear on the angle wire caused the up direction bending angle to fall below the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was a leakage at the distal end of the ultrasound gastrovideoscope. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there is a gap between the acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.